Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information and the device: were the jaws locked closed and would not open? If yes: were the jaws of the device locked on tissue? If yes: how was the device removed from the tissue? How was the procedure completed? To date, no response has been provided and no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips weren't firing and also during the operation, the device jaw was locked. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. D4: batch # r93m12. Investigation summary the analysis results found that the er320 device was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining six clips as intended. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The reported complaint could not be confirmed.

Manufacturer narrative:
(B)(4). Additional information received from affiliate: "first the jaws was closed then opened by itself." Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. MDR decision is now not reportable.